Event description:
Subsequent to the previously filed report, additional information was received that the worsening heart failure was not related to the mitraclip device. The condition resolved on (B)(6) 2019 and the patient was discharged home. No additional information was provided.

Manufacturer narrative:
Patient codes: 2199 labeled na. Internal file number - (B)(4). Correction: patient codes 1816, 1820, 1964, 2206 were removed and replaced with code 2199. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of worsening mitral regurgitation, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. Based on the information reviewed, the reported patient effect appears to be due to the patient condition. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The clip remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The steerable guide catheter referenced is being filed under a separate medwatch report.

Event description:
This is filed to report the recurrent mr requiring another clip procedure. It was reported that on (B)(6) 2019 this was a mitraclip procedure to treat grade 3 degenerative mitral regurgitation (mr). One mitraclip was implanted but mr was not reduced; it remained grade 3. On (B)(6) 2019 the patient had symptoms (shortness of breath at rest, cough, leg swelling, pitting edema, rales, anasarca) of worsening heart failure and was re-admitted to the hospital. On (B)(6) 2019 a second mitraclip procedure was performed. The original mitraclip was stable on both leaflets and there was no leaflet/chordal damage noted. Poor tissue quality was noted on the posterior leaflet. The pre-procedure mr grade was 4. Two mitraclips were implanted through the original trans-septal puncture via the steerable guide catheter and mr was reduced to grade 3. There was an atrial septal defect which required closure with a septal closure device. The patient was extubated from the ventilator and has been transferred to a step-down unit. No additional information was provided.

Manufacturer narrative:
Internal file number: (B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effects of dyspnea, edema, worsening mitral regurgitation and worsening heart failure, as listed in the mitraclip system instructions for use, are known possible complications associated with mitraclip procedures. Based on the information reviewed, the reported patient effects appear to be due to difficulties encountered during the first procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.